Manufacturer narrative:
(B)(4). Factors that may contribute to the inability to advance/retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. The lesion condition was described as moderately tortuous and mildly calcified, which may have contributed to the reported difficulties, however, this cannot be confirmed. Return of the nc voyager catheter and used guide wire may have assisted in the investigation and determination of cause. Based on the information provided and without the product to examine, a conclusive cause for the reported difficulties could not be determined. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and there have been no related incidents reported for this lot. This suggests that there are no lot specific product quality deficiencies. A query of the complaint-handling database was performed and there have been no other incidents for difficult to position or difficult to positon reported for this lot. All products are visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, wizard, advance lite, guide cath: brite tip 8f; stent: 2.5 x 18 mm xience v. The customer reported that the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. The advance lite guide wire is being filed under a separate MFR number.

Event description:
It was reported that the target lesion was left circumflex, vessel diameter 2.75 mm, lesion length 10mm, moderate tortuosity, mild calcification, eccentric, 100% stenosis, de novo. A non-abbott guide wire was used to cross the lesion and predilatation was performed using a trek balloon. The guide wire was changed using a micro catheter to the advance lite. A 2.5 x 18 mm xience v was deployed and additional postdilatation was performed with the 2.75 x 12 mm voyager nc, but during advancement, it got stuck with the advance lite at the guiding catheter. The devices were removed as a system. After removal of the complaint devices, a non-abbott guide wire and balloon were used to complete the procedure. There was no reported adverse patient effect. There was no additional information provided.